Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, an external fluid leakage was observed on an ak 200 ultra s device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the qualified technician provided support over the phone, guiding the reporter to replace the diva and tava membranes. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.